Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported the generation of false low results for 5 (five) patient samples. The samples were repeated with results considered correct. The erroneous results were reported out of the lab, but were later amended. There was no report of change to patient treatment in association with this event. The customer stated quality control results for multiple analytes, which included bun (blood urea nitrogen), was low after the event.